Manufacturer narrative:
The biomedical engineer (bme) reported that they have had complaints from the ER on this monitor for the last two weeks. Staff complained that the unit reboots, we blocked the room and attached simulator at let it run for three hours with no issues. Next time the staffed complained, the bme removed the monitor and brought it to the shop, hooked up a simulator at let unit run for 24 hours with no issues. Both times they returned to ER. On (B)(6) 2025, staff complained again about the unit turning off. The bme went to the room and discovered that the unit reboots. When it comes on, it produces a screen full of information, then reboots. No patient harm was reported. Investigation conclusion: the biomedical engineer (bme) reported intermittent reboot issues with a device (mu-631ra, sn: (B)(6)). The unit was returned for evaluation and repair. The evaluation confirmed the complaint and identified malfunction in the main digital board as the root cause. The unit underwent 24 hours of extended testing and operated to manufacturer's specifications after replacement of the malfunctioning board. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 09/23/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Bedside monitor. Model: bsm-1753a. Sn: ni. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer . H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that they have had complaints from the ER on this monitor for the last two weeks. Staff complained that the unit reboots, we blocked the room and attached simulator at let it run for three hours with no issues. Next time the staffed complained, the bme removed the monitor and brought it to the shop, hooked up a simulator at let unit run for 24 hours with no issues. Both times they returned to ER. On (B)(6) 2025, staff complained again about the unit turning off. The bme went to the room and discovered that the unit reboots. When it comes on, it produces a screen full of information, then reboots. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they have had complaints from the ER on this monitor for the last two weeks. Staff complained that the unit reboots, we blocked the room and attached simulator at let it run for three hours with no issues. Next time the staffed complained, the bme removed the monitor and brought it to the shop, hooked up a simulator at let unit run for 24 hours with no issues. Both times they returned to ER. On (B)(6) 2025, staff complained again about the unit turning off. The bme went to the room and discovered that the unit reboots. When it comes on, it produces a screen full of information, then reboots. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they have had complaints from the ER on this monitor for the last two weeks. Staff complained that the unit reboots, we blocked the room and attached simulator at let it run for three hours with no issues. Next time the staffed complained, the bme removed the monitor and brought it to the shop, hooked up a simulator at let unit run for 24 hours with no issues. Both times they returned to ER. On (B)(6) 2025, staff complained again about the unit turning off. The bme went to the room and discovered that the unit reboots. When it comes on, it produces a screen full of information, then reboots. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device bedside monitor, model: bsm-1753a, sn: ni.